Event description:
It was reported that, during the implant of a new pulse generator onto a chronic electrode, the shock impedance was greater than 400 ohms. This number is high and out-of-range. The doctor re-connected the electrode and the shock impedance decreased to normal. There were no adverse patient effects. The system remains implanted.